Event description:
It was reported that on (B)(6) 2023, a 25mm portico valve was chosen for implant using a flexnav delivery system. A non-abbott guidewire was placed in the left ventricle. During procedure, the patient experienced a right bundle branch block (rbbb) from the pre-implant balloon valvuloplasty that was performed with an 18mm non-abbott balloon. The guidewire was erroneously pulled out of the left ventricle, and access had to be re-obtained. The guidewire interacted with the his bundle in the heart, and access to the left ventricle was re-obtained. When the flexnav delivery system was advanced past the membranous septum, the patient went into asystole. The patient's rhythm was previously paced during procedure, so no emergent intervention was required. The 25mm portico valve was successfully implanted. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth, the distance between the intraventricular end of the valve to the non-coronary cusp (ncc), was 4mm. After the procedure, the decision was made to implant a permanent pacemaker. There was no prolonged hospital stay. The patient was reportedly discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
An event of right bundle branch block and asystole was reported. A returned device assessment, to see if there was any damage or anomalies which could have contributed to or caused damage at the access site could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 medical device problem code: code 4001 removed.